Event description:
It was reported that the patient's right ventricular (rv) lead had become dislodged and was unable to capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage, and stretching of the lead. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).